Event description:
The device was returned to the manufacturer after being explanted due to reaching elective replacement indicator (eri). The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Performance data was also collected from the device. Analysis of the device memory indicated there was a low battery voltage alert for rrt (recommended replacement time), and that the impedance trend on the rv (right ventricular) pacing lead was rising. The time of rrt in the save to disk was on (B)(4) 2013 with the device rrt less than or equal to 2.62 volts. The weekly pace lead trend data shows a gradual increase for min and max rv pace equaling 304 to 616 ohms peak between (B)(4) 2012 and (B)(4) 2013. Concomitant medical products: 694765 implantable tachy lead, implanted: (B)(6) 2002 ; 1388tc competitor implantable pacing lead, implanted: (B)(6) 2002. (B)(4).